Event description:
It was reported that during an implantable neurostimulator (ins) battery replacement surgery, the physician noted the extensions were difficult to insert into the ins and impedances were out of range despite troubleshooting (removed extensions, wiped with sterile water, dried, and then inserted back into the port three times). User error may have potentially contributed to the issue. Another ins was opened and most of the impedances were corrected. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that impedances were high over 5000 ohms. It was clarified that one contact was still showing high impedance with the implanted ins. Prior to surgery, all impedances were within range. With the first ins used during the surgery, all impedances showed high on one lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.